Event description:
The customer reported that pulling on the patient's tissue by the device caused bleeding. The surgeon used floseal coagulant to stop the bleeding. It was reported that the total blood loss for the entire procedure was 200 ml. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.